Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's scs ipg became inoperable due to not charging it for about 4 months. The pt was unable to establish communication between his ipg and external devices. Surgical intervention will be taken at a later date to address the issue.